Event description:
A healthcare care professional reported that before a vitrectomy surgery an ophthalmic system exhibited system message (sm) and was unbale to use with multiple ports. The surgery was completed. The surgery was completed with no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to confirm and replicate the reported event. The lamp was replaced to address this issue. The lamp was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. The was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was installed into the calibrated illuminator module and started without any advisories. The sample was then tested and displayed sms when port 1 and port 2 was turned on. The reported event was confirmed and replicated. The root cause of the reported event is attributed to the nonconforming lamp. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).